Event description:
Device was returned for service. During service, the technician found the motor made noises. This is report 1 of 1 for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, it was noted that the motor made strange noises, and found a damaged rotor. The root cause of the damage was found to be due to normal wear. The device was repaired and returned to the customer on (B)(6) 2012. Placeholder.